Event description:
Facility reports that in 2007 that they were in the process of transferring a pt using an uno 102, from a sitting position to a stretcher and while the resident was in the higher position, that the lift dropped quickly. Using the same lift, they proceeded with the transfer and no further problems were encountered. No injuries were reported.

Manufacturer narrative:
Component involved in the reported incident will be returned to OEM for further analysis.